Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. No specific trauma is reported. Reimplantation is planned but not scheduled.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected, taking into account the limited information received. However to determine an exact root cause a device investigation of the explanted device is necessary. No information on possible date for re-implantation has been made available yet.

Event description:
Hearing performance with the device is affected. No specific trauma is reported. Reimplantation is planned but has not been scheduled.

Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Hearing performance with the device was affected. No specific trauma was reported. Recipient was re-implanted on (B)(6) 2019.